Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It couldn't insert the #4 lasp into patella. So replaced to #3 lasp from #4 but #3 lasp was too deeply inserted. Then reamed using the calca reamer, but couldn't cut it as expected. So couldn't insert the neck trial.